Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 2.3 inr/1.8 inr. The caller reports that she may have confused the results and the actual coagucheck xs/laboratory results may have been: 1.2 inr/1.8 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.